Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer had restarted the insulin pump and got insulin flow blocked alarm. Customer stated insulin flow blocked alarm recurred after troubleshooting. Customer had tried all the recommended troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.